Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Ten days later, a hole was found distal to the suture wing with leaking at the insertion site. The PICC line was replaced.